Manufacturer narrative:
H3, h6: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection identified a delaminated downstream occlusion (dso) seal. The customer¿s problem was replicated during functional testing as the latch lock sensor was nonfunctional and needed to be replaced. The root cause of the problem was an inoperable latch lock sensor and therefore will be replaced.

Event description:
It was reported that there was no cassette recognition. There was unknown patient involvement.